Manufacturer narrative:
The sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter mitral valve replacement (tmvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimally or bulky/severely calcified mitral leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest in addition to the procedure itself, patient factors (no calcification) may have contributed to the too ventricular position on the initial valve and subsequent placement of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral mitral valve in valve procedure, a 23mm sapien 3 valve was deployed inside a non-edwards surgical valve. During the rapid pacing release of the sapien 3 valve, the valve went too ventricular. The position achieved did not ensure the sapien 3 valve was secure on the previously implanted valve. No paravalvular leak (pvl) was found after the first valve implant. The decision was made to implant a second 23mm sapien 3 valve. At the time of the report, the patient condition was good.

Manufacturer narrative:
The 23mm sapien 3 valve was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. There was no imagery returned. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. The commander valve-in-valve IFU, the procedural training manual and supplemental procedural training manual for valve-in-valve was reviewed for instructions. The procedural training manual provides guidance on loss of capture during rapid pacing. Sudden movement during deployment can contribute to loss of capture during deployment. Make sure pressure stabilizes before balloon inflation. In addition, the procedural training manual indicates that upon deployment, verify function of sapien 3 in mitral bioprosthetic. Perform a left ventriculogram and or echocardiogram to evaluate device performance. Using echo, measure and record the transvalvular pressure gradients and assess valve competency. There was no IFU or training deficiencies identified. The complaint for malposition was unable to be confirmed due to unavailability of relevant imagery. No potential manufacturing non-conformance was identified. A review of IFU/training materials revealed no deficiencies. As reported, 'a 23mm sapien 3 valve in a valve-in-valve procedure, inside a non-edwards surgical valve, in mitral position by transfemoral access. During the rapid pacing release of the valve, the valve went too ventricular'. The loss of pacing during the valve deployment could lead to unstable valve deployment resulting in thv mispositioning. In this case, available information suggests that procedural factors (loss of pacing capture) may have contributed to the complaint event. However, a conclusive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no product risk assessment no corrective or preventative action is required at this time.